Event description:
It was reported that the customer was hospitalized due to high blood glucose over 600mg/dl. It was stated that the customer was throwing up during night and large ketones were present. It was stated that the cannula was bent, which may have caused to rise her blood glucose. The caller stated that she does not have the insulin pump with her and will call back to complete the troubleshooting. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.